Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# (B)(6) serial#, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot#: (B)(6), ubd: 04-nov-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that during procedure, lead was placed. All electrodes (0, 1, 2, 3) showed under 2.0 ma with bellow and toe responses. Lead was placed in battery header. Impedance was checked and showed yellow. When assessing each electrode, impedance was noted on electrode 0, greater than 4,000. Impedance was rechecked with same outcome. Lead was removed from battery header, lead was wiped clean with sterile water 4x4 then wiped with dry 4x4. Suction tubing was placed to battery header to remove any debris from header. Replaced lead back in battery header, rechecked impedance. Impedance again noted on electrode 0 greater than 4000. Went to program 1 and increased ma, programmer showed warning max amplitude settings at 1.2 ma. Unable to increase past 1.2 ma. Removed lead from battery header. Tested lead with external communicator- able to get motor responses with bellow and toe on all electrodes 0, 1, 2, and 3 all under 2.0 ma and no warning of maximum settings. Opened new battery- placed same lead into new battery, impedance checked and noted again on electrode 0, greater than 4000. Unable to increase stimulation when turned on program 1 (- 0 electrode) got error code again of maximum settings reached at 1.7 ma. Aborted lead due to impedance. New lead placed with second battery opened and no impedance noted. Implanted. , 1st opened product not implanted but not used due to impedance issues.

Manufacturer narrative:
H3: analysis of the ins (s/n: (B)(6) revealed that the implantable neurostimulator (ins) passed functional testing; however foreign material was observed in the implantable neurostimulator (ins) connector port and the setscrew was backed out too far. Analysis of the lead (lot#: va39k8r) revealed that the returned device passed all testing in the laboratory and no anomalies were identified. Continuation of d10: product ID 978b128 lot# va39k8r. Implanted: (B)(6) 2026: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.